Event description:
Upon arrival for routine ventilator check and treatment, found pt disconnected from the vent. No audible or visual alarms. Ventilator functional check after removal from pt, low pressure alarm set to 12cm h20. With ventilator cycling, resistance in the circuit exceeded 10-12cm h20. With heat moisture exchange filter removed from the circuit, the low pressure alarm sounded. Conclude that resistance in hme exceeded the low pressure alarm setting.